Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11.5 cm distal to the is-1connector pin. A proximal and a distal lead fragment were received and subjected to anextensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the proximal area of the distal lead fragment severe signs of abrasion were observed. In the distal area of the distal lead fragment the insulation was found rubbed through. These findings can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction with the generator housing and significant motion in the area of the tricuspid valve should betaken into account. Diagnostic images clarifying this assumption were not available. The deformation of the svc shock coil most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - noise on the rv lead was detected as vf. The device begun charging, however, the shock aborted due to confirmation. The patient will be invited for a lead replacement. If any further information or supporting evidence becomes available, this event will be updated.